Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; after a certain period of time, the unit would ventilate at random. The customer reported the events log included low peak inspiratory pressure, high peak inspiratory pressure, low minute ventilation, and high rate alarms. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. An investigation was performed and during the 60 cmh2o calibration of pt800 it was observed that the voltage output at tp800 was unstable with voltage spikes and dips randomly over time, with long stretches of relative voltage stability. It was identified the root cause to be a degraded transducer within the pcba. This issue will be internally investigated within carefusion.